Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 11 months. A correlation between the device and the reported event could not be conclusively determined. Stroke and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced symptoms of severe headache and was taken to the emergency department for evaluation. The patient's inr was therapeutic upon admission. A brain CT revealed the patient had experienced a stroke, thought to be embolic with hemorrhagic conversion. Upon admission, the patient's mean arterial pressure (map) was 120 mmhg and the patient was successfully treated with unspecified medication which decreased their map to therapeutic ranges. The patient was also placed on vitamin k and would be monitored and assessed for changes in clinical status. It was reported that the patient had no history of coagulopathy disorders, but had a history of atrial fibrillation requiring coumadin prior to lvad implant. The lvad was reportedly functioning as expected. It was reported that patient's stroke was not believed to be lvad related in light of the patient's pre-implant history of atrial fibrillation requiring utilization of anticoagulation therapy.